Event description:
It was reported that the patient came into the clinic due to a high out of range hv lead impedance reading. The rv lead exhibited high hv lead impedance measurements for some time. The in-clinic measurements were within normal range. No intervention was performed. The patient will be followed up in clinic after 3 months. The patient was stable.